Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/03/2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the data log observed firmware errors. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.